Event description:
The pt was implanted with a breast implant on 1/27/93. Subsequently, it was noted that the pt had developed an infection and capsular contracture in her right breast and was removed on 1/23/97.